Event description:
A customer reported an altitude alarm from their insulin pump, which had occurred previously but was not reported at that time. The customer did not provide their blood glucose level at the time of the incident, but the pump was operating within the validated altitude range, and there was no obstruction in the speaker holes. Insulin delivery was temporarily suspended due to the alarm. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, which successfully resolved the issue, allowing the pump to resume normal operation. Tips for preventing future altitude alarms were also provided.